Manufacturer narrative:
Investigation visual inspection scratches on the outer housing of valves were observed through the visual inspection. No significant deformations or damage were detected. Permeability test a permeability test has shown that both valves are permeable. Adjustment test the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function is operational; however, the breaking forced cannot be measured due to the non-adjustability of the valve. Due to the inability of the valve to hold a set pressure, it was not possible to measure the bake force. We have dismantled the valve. Inside both valves, we have found build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. Both valves were shown to be permeable. However, it is possible that the deposits observed inside the valves could have temporarily occluded the system in the past as well as led to the observed non-adjustability of the progav 2.0. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 please provide the patient's age, gender, weight, outcome and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "8m po blocked valve". Patient is 92cm, 14,6kg, gender unknown. The explanted product were delivered to miethke with the return kit inside an unknown liquid.